Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for lead revision, high capture thresholds were noted. The physician explanted and replaced the right ventricular lead. The patient was stable post procedure and would be followed with routine follow ups.